Manufacturer narrative:
Qn# (B)(4). The customer report of an insecure connection between the catheter body and connector assembly was not confirmed through investigation of the returned sample. Once the compression fitting was added to the assembly, no defects were observed as the connection between the catheter body and connector assembly was snug. Based on the customer report and the sample received, no problem was found regarding the connection between the catheter body and the connector assembly. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that; after placement of the catheter to the patient, the user was unable to connect the white compression cap of the tunneler to the irrigation tube, as the cap was loose. Therefore, the user removed the catheter and replaced with a new one. After inserting the new catheter without problem, the user attempted to connect the white compression cap of the tunneler to the irrigation tube, but he/she was unable to tighten the cap screw completely again. (The cap screw stopped at about 90% and could not be tightened further.) Therefore, the catheter was removed and replaced with the third one to complete the procedure. Associated to 9680794-2023-00915. No patient injury was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that; after placement of the catheter to the patient, the user was unable to connect the white compression cap of the tunneler to the irrigation tube, as the cap was loose. Therefore, the user removed the catheter and replaced with a new one. After inserting the new catheter without problem, the user attempted to connect the white compression cap of the tunneler to the irrigation tube, but he/she was unable to tighten the cap screw completely again. (The cap screw stopped at about 90% and could not be tightened further.) Therefore, the catheter was removed and replaced with the third one to complete the procedure. Associated to 9680794-2023-00915. No patient injury was reported.